Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for dna sequencing of gypa exons 1 to 7. The variant c.38-66a>g in heterozygous was detected on exon 2 of the gene gypa, affecting the binding region of ID core xt exon 2 forward primer. The ID core xt predicted genotype for this sample was gypa*n homozygous with an associated predicted phenotype m-n+, but the dna sequencing detects the genotype gypa*m(c.38-66g), gypa*n with a predicted phenotype m+n+, consistent with serology result m+. This rare variant is not described in the literature and affects to the detection of the gypa*m allele by ID core xt. ID core xt predicted genotype result for this sample was gypa*n, but according to the sequencing result and the m positive serology data, the predicted phenotype is m positive. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with a specific limitation of ID core xt assay described in the ID core xt package insert (limitation 9.4).

Event description:
It was reported that the sample (B)(6) from "lifesouth community blood center", was tested with serology. The test result was positive (m+), which contrasted with two molecular typing performed on (B)(6) 2024 and (B)(6) 2024, using the ID core xt assay which provided negative results (m-) with ID core xt analysis software v3.0.5.12.